Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21441. The patient received two scs leads with the same lot number. It was reported the patient experienced unwanted ribs/left-side stimulation. Diagnostics indicate low lead impedances. X-rays confirmed lead migration. Per the patient, she has been vigorously tossing/turning at night. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.